Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) values below 54 mg/dl were recorded by continuous glucose monitor (cgm) on (B)(6)2019 from (B)(6)am. Cgm alert 3 (cgm glucose reading below user threshold) and cgm alert 1 (cgm low alert) were annunciated. At the time of the low bg, user set temporary basal rates of 0% (0 units/hour) for durations of 15 and 25 minutes. It is possible the user¿s personal profile settings need adjustment. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was low. Contact alleged the pump basal iq did not suspend insulin. Tandem technical support reviewed the pump data and verified that basal iq suspended insulin delivery. Contact acknowledged the pump was working properly. No additional information was provided regarding the event.